Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 2 physical samples submitted for evaluation. The reported issue of tubing defective/damaged was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that during visual inspection under magnification bd was not able to observe the reported failure and when testing both samples under a leak test no defect was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in - tubing defective/damaged. It was reported that the patient was punctured with an intima 22 catheter, when connecting the serum to the y, we observed that the silicone was broken near the connection of the y, we removed the access, took a new intima 22 catheter, punctured the patient again, when connecting the serum to the y, we observed that the silicone was broken near the connection of the y.